Manufacturer narrative:
Preliminary evaluation indicates no ventilator failure. Investigation is ongoing. Maquet inc. Submits this report on behalf of the device manufacturing facility provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The hospital reports that at approximately 4 pm in 2007, an acutely ill, intubated patient had been transported from the burn ICU tank room back to their room, assisted ventilation via ambu bag-with respiratory therapist and nurse. Upon returning to the room, the patient was transferred into bed and placed back on the servo-I, which had been maintained in stanby while patient was in the tank room. The respiratory therapist connected the patient and started ventilation while positioned behind the ventilator by reaching around to the front of the screen. In a brief window of time, about 4 minutes, the ventilator was alarming repeatedly and the alarms were silenced. When the therapist was able to visualize the screen and alarms, the tidal volume was low and the ventilator determined to be set to infant configuration, not adult (which was the selection prior to standby). The patient required resuscitation which was successful. Four hours later, the patient had a medical event requiring resuscitation. The patient expired.